Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that on (B)(6) 2010, the pt developed pain, discomfort and infection. A local infection at the insertion of the right adductor longus muscle was diagnosed. The pt was treated with antibiotics for two weeks, including tavanic, clindamycin and volaren. The infection was reported as resolved.